Manufacturer narrative:
Received via medwatch report number (B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse continuously or upon bolus during patient infusion of fentanyl. There were no alarms and a vented tubing was used. The infusion parameters were reported as 1.8ml/hr continuous. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.